Event description:
The device was returned from the customer for service.during service by baxter technician,the device failed accuracy test with underdelivery,no record of any patient incident involving the pump.